Event description:
Involuntary movement of an enterprise bed was reported. Backrest actuator elevated on its own accord - without anyone being near the bed. Mains plug was disconnected to stop the movement of the bed. No injuries were reported.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.